Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. The device recorded two non-sustained episodes that appeared to have a couple of undersensed beats. The device sensitivity was programmed to most. An external monitor showed the patient in v fib at the time of the non-sustained episodes. A patient data disk will be returned to guidant for analysis.